Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, in situ measurements from 2014 show four channels involved in two short circuits due to undetermined reasons. Further the recipient was a non-user for the last 4-5 years. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
An explanted device was received at hq. According to the device explantation report the device had malfunctioned. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
An explanted device was received at hq. According to the device explantation report the device contributed to the cause of explantation. The user was not re-implanted.

Event description:
Explanted device received at hq. As per device explatation report, the device was explanted due to a malfunction.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.